Event description:
Related manufacturer reference number: 2017865-2022-39581. It was reported that the patient presented for a device implant procedure. Upon positioning the leadless pacemaker with the delivery catheter, the patient's blood pressure dropped. An echocardiogram was performed as the pacemaker was fixed and it revealed pericardial effusion due to cardiac perforation of the anterior basal portion of the right ventricle. A pericardiocentesis was performed successfully and the pacemaker was implanted without further issue. The patient was discharged home the next day.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.